Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient's mother contacted lifescan in 2007 and alleged that her son's one touch ultra 2 meter was reading inaccurately low (however, upon review of the information provided, this complaint is inaccurately high). The medical affairs specialist was not able to reach the reporter via phone after several attempts. A letter was sent to the address provided. The reporter mentioned that the subject meter was a backup meter. Their primary meter was displaying the error 4 message and was not used during the event. On that day, the patient was tested on the subject meter with a result of 354 mg/dl and was asymptomatic at this time. He is on an insulin pump (basal/bolus rates not provided). The mother gave a "correction" of insulin due to the high result on the meter. Around 3:30 pm (unknown time frame after corrected insulin was given), the patient started displaying symptoms of "talking fast and stomach ache". The mother stated that it is hard to tell if the patient is high or low since he displays similar symptoms at those times and is a brittle diabetic; however, she "would not be surprised if he was low" this time. The patient was tested with results of 67 mg/dl and lo, performed within 10 minutes of each other. He was given some "carbs" (juice and granola bar) bring his blood glucose up. When the mother attempted to test him again after the carbs, she received an error 4 message. The patient did not receive any medical treatment/attention from a healthcare professional. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The test strips were within the expiration date and in good condition. The meter was coded correctly to match the code on the test strip vial. The reporter did not have any control solution and therefore, a quality control check could not be performed. However, the reporter was walked through a blood test performed on the patient, but she received an error 4 message again. Therefore, the issue was not resolved. This complaint is reported because the mother alleged the patient had obtained a high result on the reported meter, was given "correction" insulin, and later was hypoglycemic. He was treated for hypoglycemia with food. The error 4 message was not resolved. Replacement meter, control solution, and test strips were sent to the lay user/patient.